Event description:
It was reported that pump experienced malfunction that required investigation, but no blood glucose values or symptoms were provided and no further event details were available. There was no reported impact to the customer¿s blood glucose level. Customer received replacement pump and original pump was planned for return so that device functionality could be checked, and no additional information was received regarding the outcome of the event.